Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc) and high capture thresholds. Technical services (ts) recommended troubleshooting options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.